Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: malformed stapling occurred on entire stapling line. It seemed the tissue was too thick since the anvil was deformed. Oozing occurred. Additional manual suturing was done. Tissue was damaged. Operating time was extended over 30 mins.